Manufacturer narrative:
(B)(4) the attorney alleged that the suspect device was part of a recall. However, product-specific information is not provided and as such it cannot be determined if the device was part of the recall and what z number was assigned. A supplemental report will be submitted upon completion of the plant's investigation. Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. The patient is associated with 2 events totaling four device reports.

Event description:
The plaintiff¿s attorney alleged the patient experienced peritonitis from the use of the product, approximately two months after starting peritoneal dialysis. The patient was admitted to the hospital after noting cloudy dialysate fluid, chills and due to severe abdominal pain in which the hospital noted the peritonitis was caused by serratia bacteria in dialysate fluid.

Manufacturer narrative:
Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. Since the sample was not available for investigation, no analysis was performed and complaint was deemed not confirmed. Further attempts to obtain complete complaint details and upon receipt will be submitted accordingly. This is one of two device reports associated with this event. Related manufacturer report numbers are 2937457-2016-00383 and 8030665-2016-00168.